Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room with shortness of breath and heart failure exacerbation, and was recently started on hemodialysis. The patient was also found to have acute chronic anemia. The labs were found notable for hemoglobin of 6.0 g/dl. There were no other signs of bleeding and the patient was transfused 1 unit of packed red blood cells. The patient was continued on 2mg diuretic bumetanide daily and discharged on the same day. A follow-up would be done with nephrology to determine outpatient dialysis order, and gastrointestinal loss contributing to anemia and possibly outpatient intravenous iron.

Manufacturer narrative:
Section a2: patient date of birth was inadvertently added in initial report and should have been removed due to patient privacy laws. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management,¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the heart failure exacerbations and anemia symptoms resolved on (B)(6) 2022.